Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device was difficult to interrogate. A high current drain was observed and dashes (---) were noted for some parameters. Programming and a software download were unsuccessful. Therefore, device was replaced.